Event description:
It was reported to boston scientific corporation that an obtryx curved system was used during a sling placement procedure. According to the complainant, during the procedure, the physician noticed that the mesh had perforated both the left and right portions of the bladder. This was noticed during cystoscopy. The physician cut the sling and removed the device from the patient. The procedure was completed with another obtryx curved system. The patient was catheterized for five days. The patient's condition at the conclusion of the procedure was reported to be "fine" and it was reported on (B) (6) 2010 that the patient is "doing great".